Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged trunk connector) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) year old male pt contacted zoll customer support to report an unrelated problem with his belt. Upon servicing, the belt was found to have a damaged trunk connector. The pt was issued a replacement electrode belt.